Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they keep getting infections and sores on their gums and their front two teeth have cracks down the back due to the aligners. Contraindicated.